Event description:
It was initially reported that the device had a broken battery compartment. The device evaluation found a defective downstream occlusion (dso) seal and sensor as well. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. G: no information found for 510(k) number. H3, h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor and damaged dso seal was found. The customer's problem was replicated. The cause of the problem was a damaged battery compartment. After investigation the results indicated a reportable malfunction due to the damaged dso seal and defective dso sensor. The dso seal, dso sensor, and battery compartment were replaced to fix the issue.